Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a return of symptoms/increased baseline pain. There were no alarms. Pump programming was noted to be correct. There had been no volume discrepancies; but they had not been checked lately. A dye study was performed and no problem was found. A roller study x2 was performed and they saw no roller movement. Pump logs were checked and no motor stalls were noted. The device system was used to deliver morphine and bupivacaine. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.